Manufacturer narrative:
It was initially reported that the event was a malfunction; however, based upon the additional information have been updated to reflect required intervention and serious injury. One 6fr angio-seal vip was returned for product evaluation. The carrier tube assembly was only returned. No other accessory components were returned. Visual inspection revealed that collagen was swollen and covered in blood like substance, and the bypass tube was located at its manufacturing position. Upon microscopic inspection, it was noted that the carrier tube underwent kinking at two locations at its distal end. There was additional deformation of the carrier tube seen around the mating edges near the proximal end of the bypass tube. The nature and shape of this deformation suggested that it likely occurred upon insertion of the carrier tube into the hemostatic valve. There were no anomalies noted with the anchor and collagen. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the attempts at insertion after the swelling of the collagen, which may have occurred due to blood contact. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on may 2, 2019. The procedure performed for patient prior to the closure device use was an angioplasty. The sheath size used was 6fr. The issue occurred during use on patient. A pre deployment angiogram was performed. There was difficulty during insertion. The patient condition was reported to be stable. Hemostasis was achieved through manual compression.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when introducing the angio-seal device in the delivery system, it was appeared that the collagen and anchor were loose. There was no harm to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date, and to update if the device was evaluated by MFR. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.